Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a cardiac catheterization procedure, angina and stent damage post deployment occurred. The stenosed target lesion was located in a calcified mid bypass to the left anterior descending (lad) artery. Pre-dilation was performed with a 3.5x30mm balloon for 60 seconds and 14atm. The 4.0x20mm promus element plus 4,0x20 mm with 16 atm for 19 seconds and residual stenosis required post dilation was a 4.0x 15mm apex nc quantum for 20 atm for 21 seconds. Stenosis still remained so dilation was performed with a 4.0x20mm nc balloon for 20 seconds with 40 atm. Stenosis still remained so another promus element plus stent was deployed distal to the first stent. The complete result was quite good. Three days later the patient the patient returned with angina pectoris (ap). Visualization of the implanted 4.0x20mm promus element plus stent revealed a "collapsed" stent. The damaged stent was "crushed" and 80% occluded. There was no restenosis. No issues were noted with the second promus element plus stent. The collapsed stent was treated with an omega into the promus and the result was fine. No additional patient complications were reported and the patient status is sable.